Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required drainage. During the procedure the patient became hypotensive. Echocardiography revealed a pericardial effusion causing cardiac tamponade. The blood was drained and the patient was stabilized. Patient went to ICU (intensive care unit) and was stable 2 hours after the procedure. The physician suspected that the cardiac tamponade may have occurred during the transseptal puncture.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31781093m and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).